Event description:
A customer reported that during surgery, the lamp was not working properly. It was exchanged and the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service. No sample was returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).